Event description:
In 2008, the patient's husband reported that the patient's infusion device displayed e5 (technical inspection due), but had never displayed the a5 (technical inspection alert). No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.